Manufacturer narrative:
It was reported that a before an atrial flutter (afl) procedure, when the box of the thermocool® smart touch¿ electrophysiology catheter was opened, it was found that the sterile packaging was compromised. The product was not used on the patient. A new product was used for the procedure. On 10/4/2018, the bwi failure analysis lab (fal) received the device for evaluation. However, it was indicated that the returned packaging is not the packing reported for sterilization being comprised. The device was visually inspected and it was found in good conditions. No analysis was performed since the packaging was not returned. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed since the packaging was not returned. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30064994m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported that a before an atrial flutter (afl) procedure, when the box of the thermocool® smart touch¿ electrophysiology catheter was opened, it was found that the sterile packaging was compromised. The product was not used on the patient. A new product was used for the procedure. Multiple attempts have been made to obtain a picture of the sterile packaging of the device; however, the packaging was discarded and no picture was taken. There¿s no information about the specific issue observed on the sterile device packaging.